Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-29. Investigation summary: a device history record review was completed for provided lot number 2103208. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three affected samples were returned for evaluation by our quality engineer team. Through examination of the samples, leakage was observed through the plunger rod. Through magnified inspection, damage to the plunger lip component was also observed. The plunger lip damage has been identified as the cause for the reported leakage. This type of damage may be produced during the handling of the product in the manufacturing facility or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. H3 other text : see h10

Event description:
It was reported when using the bd discardit¿ ii syringe, the device experienced leakage past the stopper / plunger. The following information was provided by the initial reporter. The customer stated: 3 syringes are not properly sealed - during aseptic production they drew air, so could not be used. During a brief examination I noticed that even at very low back pressure, liquid was passing the plunger.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd discardit¿ ii syringe, the device experienced leakage past the stopper / plunger. The following information was provided by the initial reporter. The customer stated: 3 syringes are not properly sealed - during aseptic production they drew air, so could not be used. During a brief examination I noticed that even at very low back pressure, liquid was passing the plunger.